Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/06/2020. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: pbbccmr0; manufacturing date: 02/01/2019; expiration date: 07/31/.2024. A manufacturing record evaluation was performed for the finished device jv461; pbbccmr0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an ovariectomy in (B)(6) 2019 and suture was used. During the procedure, when ligating, the device breaks in its length when tightening the knot, without exerting excessive tension on the thread.